Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The assembly process and mfg procedure for product code 780-09 was reviewed and there were no issues found. The product instructions for use (IFU) were also reviewed and there are several warnings listed to avoid overheating of the circuit. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.

Event description:
The complaint is reported as: the infant circuit melted during mechanical ventilation. The heater wire was touching the inside of the circuit at the time of the incident. Complaint states that the inspiratory and the expiratory limbs were not touching per departmental guidelines. No pt injury reported.